Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. No sample was returned for evaluation and medical records are not available. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device 2); an additional emdr will be submitted to represent the bard/davol kugel patch (device 1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following has been alleged by the patient's attorney: "prior to (B)(6) 2017" the patient underwent a surgical procedure which involved the fixation or implantation of a bard/davol kugel hernia patch (device 1). Subsequently, the patient underwent another procedure where, once again, a bard/davol kugel hernia patch (device 2) was affixed or implanted. As reported, by the patient's attorney "as a result of the aforesaid affixations/implantations of the said medical patch, the patient was caused to sustain severe, permanent injuries."